Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's father to uninstall then reinstall the g5 application then manually enter in the transmitter ID after logging back into the g5 application, which was unsuccessful. Patient's father was then instructed to to be aware of devices in the area that could potentially interfere with the device communication. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/16/2016 and could not confirm the report of transmitter not pairing with the g5 application.no additional patient or event information is available.